Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that there was low angulation in all directions due to wear of the angle wire. It was also observed that the free play in the up and down knob was due to wear of the angle wire. Additionally, it was confirmed that there was a deep scratch in the connecting tube due to a handling issue. Upon further inspection, it was observed that the forceps elevator had foreign material due to insufficient cleaning or handling of the scope. It was also observed that the bending section cover was discolored. It was observed that the: control unit, scope connector cover, the universal cord and the grip had a scratch. It was also observed that the image guide protector had a cut. It was lastly observed that the scope connector was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, duodenovideoscope had low angulation and free play in all directions. Additionally, a deep vertical line scratch was reported through the insertion tube. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. Although the customer follows the correct reprocessing procedure as per omsi training/ instructions for use (IFU). The device could not be brushed enough by the customer. Resulting in the device was not completely reprocessed at the time of pickup of device for inspection at omsi workshop. Therefore, the root cause of the reported event is unable to be determined. The event can be prevented by following the which state: - IFU (reprocessing manual) states possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. -all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.